Event description:
It was reported that during preparation of a 3.0x18 rx xience xpedition stent delivery system (sds), while removing the stylet and protective sheath, the stent dislodged and remained inside of the protective sheath. Reportedly, no unusual resistance was felt during removal of the stylet and protective sheath. The device was not used and there was no patient involvement. A new same size rx xience xpedition was successfully used. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.